Event description:
The scissor broke into two pieces during a procedure, no patient harm. 10 min delay in surgery until a new instrument was retrieved.

Manufacturer narrative:
Device (metz scissors) was evaluated by our contract supplier, supplier stated: the hardness is in the central region and the microscopic examination showed a flawless structure. The break can be caused only by excessive stress. All materials and hardness are to the correct spec.